Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the first time they increased their stimulation it shocked and put their urethra in so much pain they screamed until they could take it back down. Caller stated they were scared to go higher because it was a very sharp pain and a shock. Caller added that last night they were able to go past 5 and was on 6 but they weren't going to put it up anymore because they didn't want to feel that pain. Reviewed stimulation expectations. Agent reviewed with caller that they could try turning the stimulation down to a comfortable level. Caller confirmed that they actually turned it off last night and it was currently off. The patient added they also deal with back pain and they have a back stimulator on their left side. The patient was redirected to their healthcare provider (hcp) to further address the issue.